Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the spot inspection of a set, one (1) tip for dynamic hip screw (dhs)/dynamic condylar screw system (dcs) impactor was found broken after a transfer of inventories. There was no patient or procedural involvement. This report is for one (1) tip for dhs®/dcs® impactor (338.28). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 338.26bw; synthes lot # 4885389; supplier lot # na; release to warehouse date: february 15, 2005; manufactured by synthes brandywine; no nonconformance reports (ncr's) were generated during production. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. It was reported that during the spot inspection of a set, one (1) tip for dynamic hip screw (dhs) / dynamic condylar screw system (dcs) impactor, one (1) dhs / dcs wrench and one (1) dhs / dcs long centering sleeve was found broken after a transfer of inventories. There was no patient or procedural involvement. The returned tip for impactor (part: 338.26bw, lot: 4885389, mfg: february 15, 2005 was inspected at customer quality and the complaint of broken tip was confirmed. The device was initially received at service and repair. Customer reported the device was broken. The repair technician reported the tip was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The following investigation was performed: broken: visual inspection performed at customer quality observed that the extreme tip portion was broken. Broken fragments were not received at customer quality. No new malfunctions have been identified. The received condition agrees with the complaint description and the complaint is confirmed. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for tip for impactor and tip drawing determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was unable to be performed on relevant tip features due to missing broken fragments. A device history review was performed for the returned instrument¿s component level lot number and no ncrs, material review reports (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the DHR review, it was observed that the returned sub component of the impactor was used in 7 different top-level assembly impactors with lot numbers stated as 5035499, 5035496,5 035495,5 009548,4 963271, 4963375, and 4963374. Based on the broken tip complaint condition of the sub component, it was confirmed that the current sub component DHR review addressed all the relevant inspection features related to the compliant condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While definitive root cause could not be determined, it is possible that age of the device (over 13 years) and any unintended forces during usage of handling could have caused the broken condition of the device. During the investigation, no product design issues or manufacturing issues/ discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer. Device manufacture date: the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.